Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure as it was discovered during a post-operative visit that the patient had worn contact lenses for the iol master scan and for the optiwave refractive analysis (ora) scan. The patient had been advised for not wearing the contact lenses three days prior to the surgery. The patient's autorefraction one day post-operative was: -3.25 sphere, -1.50 cylinder, and axis 5. It was further stated that the patient was still experiencing blurriness in vision a week postoperatively and was reported to have a vision of 20/60. In addition, the physician attributed the condition to inflammation, and stated the possibility of scheduling the patient for a lasik (laser-assisted in situ keratomileusis) procedure.

Manufacturer narrative:
(B)(4).) All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for product evaluation. Visual inspection revealed the lens was received cut in two pieces, most probably to explant the iol. Visual inspection using a microscope at 12x magnification showed the lens identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the presence of a diffractive ring pattern on the optic. The lens optic was received damaged. Due to the damaged condition of the lens, no further investigation was possible. The lens diopter result obtained from the stored electronic data in miq (measuring iol quality) system verified that the lens met optical properties. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.